Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered an arrhythmia and death. Post-procedure, while in the recovery room, the patient had an unspecified arrhythmia. There is no information regarding interventions or extended hospitalization. At an unspecified point, the patient expired. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition and not related to any bwi products.